Event description:
It was reported a motor stall occurred and was confirmed in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an "MRI or other medical procedure." The MRI was at 9:30am mountain time. It was noted that "they had been out for 5 hours." The patient did not hear any alarms. The manufacture representative re-interrogated the pump but the pump did recover with a 2nd interrogation. The motor stall recovery occurred at 2:49pm. Additional information received reported that motor stall recovered and the patient had no recurrent issues. No further troubleshooting was needed. There were no related patient symptoms associated with the event. The patient was doing well and receiving effective therapy. The reason for the MRI was not related to the pump and the patient was inpatient for an unrelated condition. The pump system was delivering clonidine and bupivacaine. Additional information reviewed. It was reported that the pain pump and catheters were explanted. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.